Event description:
After placing the guide wire into the lesion, a balloon was advanced. While positioning the guide wire, it appeared to be stuck on the balloon, so the guide wire and the balloon were retracted. It was found that the guide wire tip was separated inside the balloon catheter.